Event description:
Device overinfused morphne. Per reporter infusor contained morphine 0.25 mg/dl and normal saline solution for a total fill volume of 100ml. Device was connected to the pt in 10/2002 at 4 pm and removed from pt at 7:00 am. Device contained only 17 ml of solution after it was detached from pt. Nominal flow rate of device is 2 ml/h. On the day of notification reporter stated that there was no pt injury, but a reversal agent had to be administered to the pt. On 11/5/2002 customer reported that now they are unsure whether or not the reported event resulted in any pt injury. Customer would not provide any additional info.